Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding a metal swarf on the bottom side of a triathlon ts baseplate was reported. The event was not confirmed. The device was not returned for analysis. Medical records were not provided for review. Additionally, it is believed that patient factors did not contribute to the reported event. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because the product was not returned, but rather it was implanted. The instructions for use advise the user not to implant damaged components.

Event description:
The customer consultant reports via the sales rep that he has undertaken a revision of unilateral knee replacement. Procedure on (B)(6) 2013. The customer reports that the doctor had decided to augment the tibia following removal of implants, however, when he placed the augment against the universal baseplate, the augment was allegedly rocking due to metal swarf that was attached to the underside. The customer reports that doctor had to use the implant as it is the only one they had at the hospital. The customer reports that the consultant was able to use a chisel to remove the excess material to allow the augment to seat correctly. The customer reports that there was an added slight time delay in theatre for trial and removal of the excess.

Event description:
The customer consultant reports via the sales rep that he has undertaken a revision of unilateral knee replacement. Procedure on (B)(6) 2013. The customer reports that the doctor had decided to augment the tibia following removal of implants, however, when he placed the augment against the universal baseplate, the augment was allegedly rocking due to metal swarf that was attached to the underside. The customer reports that doctor had to use the implant as it is the only one they had at the hospital. The customer reports that the consultant was able to use a chisel to remove the excess material to allow the augment to seat correctly. The customer reports that there was an added slight time delay in theatre for trial and removal of the excess.